Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation summary: review of the device history record for (B)(4), lot number 63805588, identified no relevant deviations or anomalies. Product examination found that there was a hair on the surface of the outer box. It was stuck underneath the battery removal manual adhered to the box. The presence of particulate is confirmed. However, there was no particulate in the sealed sterile packaging. The root cause of the reported event could not be specifically determined with the provided information. It is unknown how or when this particulate became present on this device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that loose particulate, foreign substance was found larger than 0.60mm2. The issue was found at distributor inventory during inspection. No adverse events were reported as a result of this malfunction.